Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Customer was instructed by technical support to attempt several troubleshooting steps which did not resolve the issue, and a replacement pump with updated software was sent. Customer agreed to use alternate mdi therapy until the replacement arrived and was informed about returning the non-functional pump.